Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - other: a multifunctional team investigated complains regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. There was contact, but no injury. Another same model lens was implanted.